Manufacturer narrative:
(B)(4). Attempts to obtain the following information and the following was received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Did the end users check to assure that all connections were secure? No further information is available. Was another reservoir used to fulfill need of drainage? No further information is available. What is the lot number of the reservoir? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. After emptying the reservoir 2 ¿ 3 days after initial use, when trying to re-activate it, it swelled immediately. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/14/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.